Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
User(nurse) called into emergency support program (esp) line during cs300 intra aortic balloon pump therapy, reporting a leak in iab circuit alarm. User reports the patient is ventilated on a peep setting of 8 and restless in the bed. The esp personel reviewed the alarm and troubleshooting in detail with user. User verifies no visible signs of blood in the helium tubing, all connections secured and stated they had utilised iab fill key and help keys to resumetherapy. The esp personel also reviewed the use of thehelp key key for messages and alarms. The call was ended. No harm or injury reported.

Event description:
User(nurse) called into emergency support program (esp) line during cs300 intra aortic balloon pump therapy, reporting a leak in iab circuit alarm. User reports the patient is ventilated on a peep setting of 8 and restless in the bed.

Manufacturer narrative:
Updated fields : b4, b5, g3, g6, h2, h6(health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions) the esp personnel reviewed the alarm and troubleshooting steps in detail with hannah. She confirmed there were no visible signs of blood in the helium tubing, that all connections were secure, and that she had used the ¿iab fill¿ and ¿start¿ keys. Esp personnel also reviewed how to use the ¿help¿ key for messages and alarms. Cheryl kelley, scott brooks, and greg hanson were notified via email.